Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent dista thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed numerous kinks throughout the device. Functional testing was performed by placing the device in the angiojet ultra console. The complaint device failed to prime and the 'check saline supply' error was displayed on the console. The shaft and hypotube were microscopically examined and it was revealed that the shaft was kinked at the distal window with the hypotube separated at the jet body. The shaft was kinked causing the hypotube to become broken. When the hypotube is broken, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and the device not to prime.

Event description:
Reportable based on device analysis on 24jun2020. It was reported that an error message occurred. An angiojet solent dista catheter was used for a thrombectomy procedure. During introduction of the device, it was noted that a "check saline supply" error message occurred. The procedure was completed with an angiojet solent omni catheter. No patient complications were reported. However, device analysis revealed a hypotube break.